Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the paddles and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to physical damage.

Event description:
The customer contacted physio-control to report that their device had a broken pin on the connector of the hard paddles, and would not provide defibrillation shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a broken pin on the connector of the hard paddles, and would not provide defibrillation shock. There was no patient use associated with the reported event.